Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced with a new lead to address the issue. During the procedure, lead fracture was confirmed. Reportedly, effective therapy was confirmed post op.

Event description:
It was reported that the patient experienced ineffective therapy. Lead migration was confirmed via x-ray. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of lead migration cannot be confirmed or not confirmed by product analysis testing alone. As received, visual inspection showed the returned lead body being cut and exposed wires. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.